Manufacturer narrative:
On (B)(6) 2020, the biomedical engineer reported that the central nurse's station (cns) was in communication loss with 2 bedside monitors in the ccu. Then on (B)(6) 2020, the cns was in communication loss with 3 bedsides in the ccu, and at 4 am the pacu had 8 bedsides that went down. They had powered-cycled the bedsides and the cns and everything came back up for a little while then went back down. While troubleshooting they stated that they were getting communication loss on different beds in different departments picu, sicu, pacu. On (B)(6) 2020, while nk networking staff was at the customer site, the customer's it person stated that they found an issue and fixed it. When we asked what the problem was, he stated that thursday night a department had their floors waxed and during the waxing process someone knocked loose a cable from the wall. After they finished waxing and drying the floors, they plugged the cable back in. The connection they knocked loose was a hospital device, when they plugged it back in, they plugged it into the nk network which caused devices to be seen on both nk and hospital network. After correcting the cable connection, the issue was resolved. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: brand name, model number, catalog number, serial number, UDI number, age of the device , PMA / 510k number, device manufacture date. Concomitant medical device information: the customer provided one bedside monitor model information (below), but did not provide the actual model or serial number of the other devices being used with the cnss, or any of the cns device information. Bedside monitor: model: bsm-6301a, sn: (B)(4).

Event description:
On (B)(6) 2020, the biomedical engineer reported that the central nurse's station (cns) was in communication loss with 2 bedside monitors in the ccu. Then on (B)(6) 2020, the cns was in communication loss with 3 bedsides in the ccu, and at 4 am the pacu had 8 bedsides that went down. They had powered-cycled the bedsides and the cns and everything came back up for a little while then went back down. While troubleshooting they stated that they were getting communication loss on different beds in different departments picu, sicu, pacu. On (B)(6) 2020, while nk networking staff was at the customer site, the customer's it person stated that they found an issue and fixed it. When we asked what the problem was, he stated that thursday night a department had their floors waxed and during the waxing process someone knocked loose a cable from the wall. After they finished waxing and drying the floors, they plugged the cable back in. The connection they knocked loose was a hospital device, when they plugged it back in, they plugged it into the nk network which caused devices to be seen on both nk and hospital network. After correcting the cable connection, the issue was resolved. No patient harm was reported.

Event description:
On 02/27/2020, the biomedical engineer reported that the central nurse's station (cns) was in communication loss with 2 bedside monitors in the ccu. Then on 02/28/2020, the cns was in communication loss with 3 bedsides in the ccu, and at 4 am the pacu had 8 bedsides that went down. They had powered-cycled the bedsides and the cns and everything came back up for a little while then went back down. While troubleshooting they stated that they were getting communication loss on different beds in different departments picu, sicu, pacu. On 03/03/2020, while nk networking staff was at the customer site, the customer's it person stated that they found an issue and fixed it. When we asked what the problem was, he stated that thursday night a department had their floors waxed and during the waxing process someone knocked loose a cable from the wall. After they finished waxing and drying the floors, they plugged the cable back in. The connection they knocked loose was a hospital device, when they plugged it back in, they plugged it into the nk network which caused devices to be seen on both nk and hospital network. After correcting the cable connection, the issue was resolved. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) was in comm loss with multiple bedside monitors (bsms). They had powered-cycled the cns and bsms and everything came back up for a little while then went back down. After correcting a cable connection problem, the issue was resolved. No patient harm or injury was reported. Investigation summary: onsite nihon kohden (nk) personnel walked through the problem with biomed and it was discovered that the evening before the comm loss, the floors in the facility were waxed and a cable was unplugged from the wall. When the cable was plugged back in, it was placed in a nk network outlet and not the facility's network. Cables were traced and the issue resolved. The root cause is determined to be use error. (Facility maintenance personnel) plugged a hospital device into the nk network port by mistake.